Manufacturer narrative:
The manufacturer received the device for investigation and investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported by the customer that the instrument box chisel is broken. A part is missing. The breakage was discovered on(B)(6) 2016 in the sterilization department. The product has been used for the last time on (B)(6) 2016 but it is unknown if the product was already broken before the surgery or if the instrument broke during the surgery. It was reported that missing part might have fallen into the patient or somewhere else.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event summary: it is reported that the product got broken. The device was used for the last time on (B)(6) 2016 but they do not know if the product was already broken before the surgery or if the instrument got broken during the surgery (in that case they do not know if the missing part has fallen into the patient or some where else). The sterilization department has noticed the breakage on (B)(4) 2016. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: visual examination: boxed chisel instrument was received for the investigation. The tip of the chisel is bent at both sides and a small piece from the corner is broken off. No specific root cause could be identified, however a more extensive investigation led to the conclusion that the material and the inclination/ cutting angle of the blade could play a role. It was found that first of all the cutting angle of only 15° on one of the 4 blades of the boxed chisel might be too small making the blade not robust enough when very high forces occur. As a corrective action, the inclination angle of the boxed chisel¿s blade was adjusted to 30° on all four cutting blades. This was done through a change project. This lead to a more stable and robust blade reducing the likeliness of a breakage or a deformation. This change goes along with a slight decrease of the cutting performance, however based on the experience of subject matter experts, other chisels and the three other blades of the boxed chisel it can be said that cutting angles of 30° show a very satisfying cutting performance. The change project was closed on january 07, 2015. Therefore zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).